Event description:
The following was reported to gore on june 16, 2025, from the imedidata study database: on (B)(6) 2025, a 78-year-old male patient underwent an endovascular procedure for treatment of a aorto-iliac artery aneurysm. The patient was treated with gore® excluder® aaa endoprosthesis devices. A contralateral leg device was implanted in the right common iliac artery. There were access-related complications, and the left common iliac artery ruptured. The estimated blood loss was 2000 ml for the procedure and the patient required a transfusion. The gore® devices were successfully navigated to the intended locations and successfully deployed. Device catheters were successfully removed after successful access, delivery and deployment of the devices. The patient was discharged from the hospital to an in-patient rehab facility on (B)(6) 2025. On (B)(6) 2025, the patient had an occluded right external iliac artery, distal right femoral artery, and right popliteal artery. The patient also had a thrombus within the right common femoral artery and proximal to mid superficial femoral artery, and right buttock claudication. In-patient or prolonged hospitalization was required. On (B)(6) 2025, a reintervention occurred to perform a thrombectomy of the right superficial femoral artery, anterior tibial and tibioperoneal trunk, and a left to right femoral-femoral bypass. The patient tolerated the procedure.

Manufacturer narrative:
H.6. Investigation findings code c20: the device remains implanted and is not available for analysis. H.6. Investigation findings code c19: a review of the manufacturing records for the device verified that the lot met all pre-release specifications. H.6. Investigation conclusions code d12: it should be noted that, per the gore® excluder® aaa endoprosthesis instructions for use, complications associated with the use of the gore® excluder® aaa endoprosthesis that may occur and/or require intervention include, but are not limited to: arterial or venous thrombosis, and occlusion of device or native vessel. W. L. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute a legal admission by anyone that the product described in this report has any defects or has malfunctioned, as defined from a legal standpoint. These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.